Event description:
Information was received from an advanced evaluation trial patient. It was indicated that the patient was not voiding after the procedure. The patient reported that they were a little concerned due to not voiding all day after their procedure. The patient called the healthcare professional (hcp) office and was advised to drink more fluids. Additional information was received from the patient on 2017-apr-30. The patient reported that they had been feeling tingling in their fingertips for the past few days. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.